Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What color cartridge was used? Can details be provided in regard to issues with staple line?

Event description:
It was reported that the professor informed us that there were issues with the staple line. This resulted in an extension of the hospitalization time. Patient was in the hospital for 3 weeks.